Manufacturer narrative:
(B)(4): failure to follow steps/instructions. Physician missed a step (disengaging the needles by retracting the plunger) clearly detailed in the instructions for use (IFU). The patient was reported to be morbidly obese. Per the instructions for use, the safety and effectiveness of proglide devices have not been established in patients who are morbidly obese (body mass index greater than 40 kg/m). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the physician had called the territory manager because he was concerned that the foot was closed prior to suture retrieval. During the conversation it was found that the physician had missed disengaging the needles by retracting the plunger. The physician stated per the instructions for use (IFU) he positioned the foot against the arterial wall and deployed the needles by engaging the plunger. He then returned the lever to its original position prior to retracting the plunger resulting in the foot closing (parking) and unable to retrieve the suture. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay was reported. The physician is reported to be trained in the use of the proglide device; however, is being re-trained. No additional information was provided.